Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device: can you please provide more event details? Was the device locked with the jaws closed? If yes, how was the device removed (anvil release button, knife reverse switch, manual override, forced jaws open, cut the device from tissue)? If yes, did the jaws eventually open? Please explain. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, the jaws of the device wouldn't open. A similar device was used to complete the case. There were no adverse patient consequences.